Manufacturer narrative:
Date of event was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) turned off and had a return of symptoms that "overwhelmed" them and they had a seizure. It was clarified that the patient had a return of pain from the device being off that "overwhelmed" their body. There were no falls or trauma reported that could be related to the issue. The patient met with the manufacturer's representative in jan. 2016 where the device was turned back on and the issue was resolved. Follow up information received on sept. 28, 2016 from the manufacturer&#62688;representative confirmed that they saw the patient on (B)(6) 2016 but the patient did not mention the device had turned off. The representative made some light adjustments to the patient&#62688;programming for improved therapeutic effect. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.